Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no reported adverse impact on the customer's blood glucose level. Technical support assisted the customer in loading a new cartridge, but the cartridge alarm recurred, and the customer refused a loan agreement. Additional information was not provided.